Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet anterior cassette pak was visually inspected and no obvious defects were found. The drip chamber was cut off and was not returned. The sample was tested with the lab stock administration manifold. The sample could prime and tune with the ultrasonic handpiece, the 0.9mm air bypass system (abs) tip and infusion sleeve from the lab stock successfully. The aspiration pressure rate was tested. Aspiration could be performed and was found to be within specification. The returned sample met specifications. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cassette could not aspirate in ultrasound (us) mode during a cataract procedure. The cassette was replaced and the procedure was completed. There was no patient harm.